Event description:
The patient reported the "s" button on his insulin infusion device is depressed/ flat and he is unable to use it to give himself a bolus of insulin. He stated his blood reading is 351 mg/dl with his normal range being 150 mg/dl. The patient stated, he just gotten back from a trip for which he was on a long flight. The patient was advised to switch to his backup infusion device and was informed that he would be contacted later to troubleshoot when he was not as tired. On follow up, the patient stated he switched to his backup device and his blood glucose "has been much better." He also said the "s" button on his primary device was back to normal. During troubleshooting, the patient stated he had not changed his infusion headset for 5 1/2 days as he was traveling. He said he went on a vigorous diet and has lost 15 pounds which he believes may be affecting his infusion site placement. On further follow up, the patient stated his blood glucose readings have returned to normal with his current reading being 130 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.